Manufacturer narrative:
Medical device problem code: (B)(4). Medical device problem code: (B)(4). The returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had six bands attached, some of them overlapped and moved from their position. Additionally, there was one broken band and overlapped within the attached bands. These findings were consistent with the media analysis. The ligator head teeth were damaged/bent. The trip wire was not secured and the slack was not taken up correctly. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the six bands attached in the ligator head overlapped and moved from their position, and one band was noted to be broken. The ligator head teeth were damaged/bent. It was found that the trip wire was not secured and the slack was not taken up correctly; however, the instructions for use (IFU) indicates, "secure trip wire in slot on handle unit." And "take up slack by pulling proximal end of trip wire on handle unit." These conditions could have affected the overall performance of the device causing the trip wire slipping through the handle assembly which contributed to an inaccurate deployment of the bands, and could have resulted to an improper deployment of the bands, causing more tension on the device, bending/damaging the teeth. It is also possible that the the tension caused the break of one band. Therefore, the most probable root cause for the encountered problems will be documented as not following instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during band ligation of an esophageal variceal bleeding procedure performed on (B)(6) 2022. During the procedure, it was observed that the band could not be deployed as the band had overlapped. The device was replaced and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient was provided by the customer and showed the band was broken and some bands had overlapped.